Event description:
During baxter's functional testing of a spectrum pump, the device displayed an "upstream occlusion" alarm when no occlusion was present. There was no patient involvement.

Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed but did not reproduce the occlusion alarm with further testing. The device was operating out of specification. The cause was determined to be a wide inscribed pin dimension, which has been proven to be a cause of both false upstream occlusions and air in line alarms. The ultrasonic sensor was replaced.